Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed drive count/time values or changes incorrect for moving or coasting, too slow or too fast. The patient¿s blood glucose level was 206 mg/dl. The insulin pump will not be returned for analysis.